Event description:
Civco was notified by a customer that the e721 endocavity needle guide lacerated the vaginal vault of a patient during an egg retrieval procedure. The laceration led to bleeding which was controlled. There were no other complications.

Manufacturer narrative:
The e721 needle guide is not intended to be utilized in egg retrieval procedures. This needle was manufactured to the specification required by the ultrasound equipment manufacture who contracted the design of the needle guide. This design has since been changed at the request of this manufacturer.